Event description:
It has been reported that the device has failed a self-test.

Manufacturer narrative:
Updated brand name and catalog number.

Manufacturer narrative:
Updated model, brand name and catalog number.